Event description:
It was reported that an alarm was heard but telemetry not yet been performed. The patient could not reach the managing physician and when they called the emergency room (ER), they did not feel confident that they knew how to handle a pump. The patient felt as if they had a cold but their blood pressure was fine. The pump system was being used to deliver morphine. It was additionally reported that the patient had a magnetic resonance imaging (MRI) study (B)(6) night his wife heard the pump alarming and then the patient was very sick; all the pain had returned to his legs and back and he was having trouble breathing. The patient felt sure that his pump had been turned off. The patient went to the ER yesterday and noted he had to wait for an extremely long period of time as it did not appear that they were taking him seriously. The patient noted he was not visited by a physician while in the ER, and per the patient he could not get any back-up assistance through his physician's office. The patient was going to a different hospital. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).